Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimate readings. There was no impact to the customer's blood glucose level. As these events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the inaccurate fill estimate.